Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct. The procedure date was not reported. According to the complainant, during procedure, when the 7fr x 15cm rx biliary plastic stent was successfully placed, it was noticed that the guide catheter broke and was left hanging out from the stent. However, the physician managed to pull the guide catheter out using a rat tooth and the stent was successfully implanted. Reportedly, the stent will stay in the patient for 60 to 150 days. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was noted to be good and stable.